Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting his insulin pump is alarming. Customer's blood glucose level is 82 mg/dl. A temporary basal was not programmed before the alarm. Customer stated that the device was stored or not in use for an extended period of time. He was advised that the device experienced an unexpected restart. He was told to monitor the device and call back if the issue recurs. Nothing further reported.